Event description:
It was reported the customer received a no delivery alarm and a motor error alarm. Customer also stated they were hospitalized for a non-diabetes related issue. The customer's blood glucose was 524 mg/dl. The customer had treated their blood glucose with a syringe. Troubleshooting was unable to occur at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).